Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective lvp (8100) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.